Manufacturer narrative:
The device has been received for analysis, however, additional testing has not been completed at the time of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment occurred. The physician attempted to place a taxus express2 2.5 x 20mm drug eluting stent to the left anterior descending (lad) artery, but the stent came off the balloon, even though, it was not deployed. They were able to rewire the stent and then deployed it. The stent was not in the location it needed to be. "Account protocol is to induce negative pressure on the balloon utilizing a vaclok syringe prior to insertion in the body. Pulled a negative. (Account always pulls a negative on all stents used first.)" Patient status was satisfactory, patient was released the next day. Additional information regarding this event has been requested.